Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was trying to charge the ins, the patient controller was at 90% and the ins battery level on the screen was showing an orange triangle with an exclamation point. The patient reported that the recharging status showed excellent but felt like it wasn¿t charging her ins. The patient reported that when the patient controller screen goes off, the charging seemed to stop and that she needed to turn the screen on and keep it on in order to charge. The patient also reported that she had to charge more often than she thought she would. The patient thought it would be every other day. It was reviewed that the battery was smaller, so it would require charging more often but that the charging sessions were shorter. The patient indicated the controller found the ins and reported that the charge quality was excellent. The patient later noted that the battery level had progressed to 30% now and that the battery of the ins was now green. It was reviewed that it looked like it was charging and that since the patient had only charged it for 30 minutes, that she continue charging and monitor this and if there was a problem to call back. Additional information was received from the patient. The patient reported that she didn¿t know to lock it when charging. The patient reported that the battery doesn¿t have enough power to support her level of current needed, it doesn¿t last 24 hours. No further complications were reported.